Event description:
It was reported that there was a leak at the reservoir compartment. It was also reported that there are bubbles between the two o rings. Customer's blood glucose level at the time 6.4mmol/l. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No traces of moisture were noted at electronic, motor, keypad or reservoir tube assemblies per visual inspection. Unit received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.